Event description:
Report received from the USA stating that the "outer hose had a tear in it." The device was not used in surgery. There were no injuries or medical intervention reported. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. If additional info is received, a supplemental report will be sent.